Manufacturer narrative:
No RMA has been initiated for this issue. Model 9871, serial number/date code is unknown. The owner's manual part number 1075940 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer alleged that he was using the bench and one of his testicles was caught between two of the pads. He alleged he had to call the fire department to have them come and they disassembled the transfer bench to free him from being caught. The consumer did go to see a doctor. He stated that he was not injured and is doing fine. The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Customer entrapment. Minor injury alleged.